Event description:
It was further reported that the ivus catheter used during the procedure was an unspecified atlantis catheter.

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Pre-dilation was performed with a non bsc 3.5x20mm balloon and the 4.0x20mm promus element plus coronary drug-eluting stent was deployed successfully. Angiography was performed, followed by ivus with an unspecified catheter. The ivus catheter became stuck "at the tip of the stent." The ivus catheter was removed "without sense of deformation." Angiography was again performed; stent deformation was noted, requiring deployment of another stent. There were no additional patient complications reported and the patient's status is stable.

Event description:
Same case as MFR#: 2134265-2013-00091. It was further reported that the ivus catheter used during the procedure was an unspecified bsc ivus catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).